Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flooding of the image capture and cable flooding. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the screen is likely to be fogged up due to flooding of the main body. The cause of the main body, cable and image flooding could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a poor image quality. There were no reports of patient harm.